Event description:
Pt experienced anaphylaxis during surgery. Pt required three separate resuscitations. Lung collapsed. 24 hrs intensive care. 4 days hospitalization. Follow-up treatment, tests required. Pt was found to have type 1 latex allergy. Developed asthma. Must use routine medications for asthma control. Cannot live normal life due to severe latex allergy. Unable to work. Latex gloves used at every medical exam, procedure, surgery, and dental visit.